Event description:
The complainant had an impella cp pump support ongoing for a patient admitted in with a non-st-elevation myocardial infarction. It was reported that the impella was positioned towards mitral. Unable to achieve flows greater than p2 and unable to reposition pump at this time. The decision was made to remove the impella. The patient remained stable and survived the procedure.

Manufacturer narrative:
The impella device was discarded by the customer, therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.